Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event, as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Furthermore, we are unable to provide the complete unique identifier (UDI) # as the product is unknown at this time. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was implanted to treat an obstruction caused by stones in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post procedure, the patient underwent a laparoscopic cholecystectomy procedure due to stent migration in the cbd wall, and the physician observed that the stent curled and had perforated through the bile duct. The physician rectified the perforation during the procedure. Although the stent was believed to be explanted during laparoscopic cholecystectomy, definitive confirmation remains unknown. There were no patient complications reported, and the patient has fully recovered after the procedure.